Event description:
Distributor became aware of an incident that occurred during a difficult gastrostomy tube placement on an obese pt. Difficulty was encountered while advancing the introducer catheter through the pt's extremely thick abdominal wall due to adiposity. An extreme amount of force was exerted on the introducer catheter during placement and the catheter slipped beneath the pt's skin. Retrieval of the catheter required further incision. Hemostats were used to locate and remove the catheter. The procedure was completed successfully and there were no pt complications.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.